Event description:
Procedure: vats. According to the reporter: staples malformed and anvils bent distally. The procedure was converted to open, due to bleeding. Blood loss of 600cc to 700cc was reported. Between of age. Patient weight could not be reported.